Event description:
The customer reported a slow charge time for this defibrillator. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.